Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the patient experienced an increase in spasticity, itching, and agitation before coming to a refill. The event date was (B)(6) 2020. The expected volume was 7.3 ml, but when emptying the pump the nurse got 0 ml in the syringe. This was the first time such a discrepancy in volumes was observed for this particular pump. It was indicated it is possible a pocket refill occurred but it is uncertain. Actions taken included a new refill; no issues were encountered. The patient and family were aware of the situation and would contact the center if new symptoms occurred. The issue was considered resolved and the patient status was alive - no injury. Further complications were not reported.